Manufacturer narrative:
Other text: h.6 : evaluation method, result, and conclusion codes updated. H:10: device evaluation one tracheostomy tube was received for evaluation in relation to the reported event. Visual inspection was able to confirm the reported event. The device was received ruptured. Root cause was unable to be determined due to the nature of the reported event. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that trach base fell off a smiths medical trach tube due to the patient pulling on the vent airway. No adverse patient effects were reported.